Manufacturer narrative:
The reported complaint that the display screen on the autopulse platform (sn (B)(6)) does not show anything when powered on was confirmed during functional testing. The lcd screen cable connection to the processor pca was loose. During functional testing, the instructions on the lcd screen were not visible, thus, confirming the reported complaint. The cable connection was resecured to remedy the reported problem. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported during shift check, the display screen on the autopulse platform (sn (B)(6)) does not show anything when powered on. The backlight does illuminate. No patient involvement.